Manufacturer narrative:
D6a: implanted date: date unknown. D6b: explanted date: device was not explanted. E3: occupation: or manager. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that there was a problem with post operative bleeding. There was no patient injury and/or medical or surgical intervention.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a potential bleeding issue. The exact root cause cannot be determined. The DHR was unable to be reviewed since a valid lot number was not identified. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).